Event description:
It was reported that stent moved on balloon occurred. The 87% stenosed target lesion was located in the mildly to moderately tortuous and moderately to severely calcified distal to mid right coronary artery. A 3.00 x 48mm synergy xd drug eluting stent and rotablator were selected to treat the calcium. However, after rotablation while inserting a 3.0 x 48 synergy xd through the guidezilla resistance was met at the proximal part of the stent through the helical collar of the guidezilla. They removed the stent to discover that the proximal portion was stretched 1-3mm up the hypotube. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
The synergy xd mr us 3.00 x 48mm stent delivery system (sds) was returned for analysis. Examination of the stent identified stent damage. Stent struts from the distal end of mid-section along the stent until the proximal region were lifted, misaligned and pulled proximally over the proximal markerband. The stent was still crimped to the balloon and had not moved. The undamaged stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along entire length of hypotube. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. Device tracked without issues on a 0.014 test guidewire. No other issues were identified during the product analysis.

Event description:
It was reported that stent moved on balloon occurred. The 87% stenosed target lesion was located in the mildly to moderately tortuous and moderately to severely calcified distal to mid right coronary artery. A 3.00 x 48mm synergy xd drug eluting stent and rotablator were selected to treat the calcium. However, after rotablation while inserting a 3.0 x 48 synergy xd through the guidezilla resistance was met at the proximal part of the stent through the helical collar of the guidezilla. They removed the stent to discover that the proximal portion was stretched 1-3mm up the hypotube. The procedure was completed with a different device. There were no patient complications reported.